Manufacturer narrative:
The pump was received with minor scratches on the display window, a broken off battery tube threads, a cracked reservoir tube, a cracked reservoir tube window, a missing reservoir tube o-ring and partially broken off reservoir tube lip. The reservoir tube lip was partially broken off and the test reservoir will not lock/click in place. The pump passed the idle current, run current, self-test, off no power, unexpected restart, prime, excessive no delivery, displacement and rewind tests. Unable to perform the basic occlusion or occlusion tests due to the partially broken off reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir and battery compartment were stripped. The customer reported that they had high blood glucose of 400 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injection. The customer reported that the insulin pump would not turn on. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.